Manufacturer narrative:
(B)(4). When the guide wire was returned to the manufacturer for evaluation, reportable malfunction (core wire fracture) was recognized for the first time; therefore, the date the manufacturer became aware of this malfunction was considered the date the device returned. The returned guide wire had its core wire fractured at approximately 110mm from the tip and its coil wire was stretched. Core wire fracture was observed by scanning electron microscope (sem). Longitudinal cracks were found on the fracture surface and circumferential cracks were found on the core wire shaft near the fracture. These findings indicated that repeated bending stress that was applied locally attributed to core wire fracture. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. The provided angiographs showed that the retrograde guide catheter shallowly engaged to the lca ostium and deviated from the axis of the lmt. During manipulation, the guide catheter disengaged from the ostium several times. Vessel course was severely circumflexed from lmt through lcx. Difficulty of tracking the subject guide wire was also observed. This angiographic information supported the conclusion of device evaluation that repeated bending stress exceeding the product's design limit was locally applied on the guide wire possibly where the tip of the guide catheter interfered due to influence of tortuous anatomical condition of the left main through the lcx when the guide wire was manipulated for collateral channel tacking. That repeated bending stress was assumed to contribute to fatigue fracture of the core wire. There was no indication of product deficiency. Instructions for use (IFU) states: [warnings]: if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, [malfunctions]: separation.

Event description:
It was reported that four asahi guide wires (referred to as guide wires a, b, c and d) became bent during a pci to treat a calcified cto in the mid rca. Each guide wire was used in retrograde channel tracking via the lcx with the support of an asahi microcatheter. The four guide wires were retrogradely advanced in turn with the microcatheter when the physician felt poor wire response. Upon wire removal from the anatomy, a bend was found on the guide wire. Then the physician advanced other asahi guide wire antegradely, however, the wire failed to cross. A new non-asahi guide wire was replaced to resume the procedure. Externalization was successfully made by advancing the antegrade guide wire into the retrograde microcatheter and then delivering the microcatheter to the angtegrade guide catheter. Eventually the procedure was successfully completed with reestablished blood flow of timi grade 3 by deploying three stents. There was no wire fragment left in the anatomy. No particular intervention was taken against the reported malfunction. The patient was discharged without problem. This report is about guide wire a.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.